Event description:
It was reported that during use with the bd bactec¿ fx, instrument top, packaged, a false negative result was obtained. The patient's treatment was stopped due to the false result. Confirmatory testing was performed and the result was positive. The following information was provided by the initial reporter: a negative result has been released on a patient sample when in fact it should have been positive. Patient antibiotics stopped due to negative result received. Confirmation testing showed positive result.

Manufacturer narrative:
The previous MDR was completed in error. It has been determined that the blood culture bottle and the blood culture system performed as intended and returned the correct result. This event was captured on MFR # 1119779-2023-00646 against the correct bd product. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. This report is to correct MFR# 1119779-2023-00658 to a not reportable event.

Manufacturer narrative:
E1. Initial reporter address: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd bactec¿ fx, instrument top, packaged, a false negative result was obtained. The patient's treatment was stopped due to the false result. Confirmatory testing was performed and the result was positive. The following information was provided by the initial reporter: a negative result has been released on a patient sample when in fact it should have been positive. Patient antibiotics stopped due to negative result received. Confirmation testing showed positive result.